Event description:
It was reported that the patient experienced driveline fault alarms. Troubleshooting steps to resolve the driveline fault alarms were: replace system controller; continue to monitor patient for further driveline fault alarms; disconnect and reconnect one power lead at least 10 times to record new data; if driveline fault alarm recurs, use ungrounded patient cable if available; consider driveline x-rays; discuss possible driveline repair; request log files from first running controller, in light of elevated powers/flows. It was noted that driveline fault alarms resolved after exchanging the controller to the backup at the emergency department. Log files from before and after controller exchange were provided. The log file from the original controller showed driveline fault events started on (B)(6) 2022 at 02:18 and continued for the remainder of the log file. The log files from the new controller (post exchange) did not have any viable data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarm was confirmed. The log files spanned approximately 5 days (02nov2022 to 07nov2022 per the timestamp). Driveline fault coincided with yellow wrench alarm and activated on 07nov2022 at 02:13 due to phase 3 being slightly lower than phase 1 and phase 2. The alarm continued to be active until the driveline was disconnected on 07nov2022 at 12:41 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned heartmate system controller, serial , reproduced a driveline fault alarm while connected to a mock circulatory loop. During investigation there were elevated resistances found on most wires concerning for wire fatigue. Additional information on 14nov2022 stated that the system controller was exchanged on 07nov2022. No further alarm occurred. Similar events of driveline fault alarms have been identified and addressed with the implementation of a corrective action, which improved the system controller design to activate the driveline alarm accordingly. The returned controller was manufactured prior to full implementation of the corrective action. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.